Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record identified the following related repair: the screw, swivel, hinge, and motor replaced as the components were worn and motor speed unstable. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: belgium.

Event description:
It was reported that during maintenance, the unit needed a repair as it was found to have a worn swivel seal, worn hinge seal, motor speed was not consistent, and worn screws. There was no patient involved. Due diligence is complete